Event description:
Caller reported a previous cartridge change error prior to contacting customer technical support. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.